Manufacturer narrative:
Correction of section b5- describe event or problem should have been "voluntary medwatch received states that the right atrial (ra) lead was capped and replaced due to product performance issue. There were no patient consequences." Rather than " voluntary medwatch received states that the low voltage lead was capped and replaced due to product performance issue. There were no patient consequences."

Event description:
Voluntary medwatch received states that the right atrial (ra) lead was capped and replaced due to product performance issue. There were no patient consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the low voltage lead was capped and replaced due to product performance issue. There were no patient consequences.